Event description:
Customer's daughter reported that during the night of (B)(6), 2014 customer had a calibration issue with her adc blood glucose meter. Caller further reported customer experienced the following symptoms: "felt very thirsty, (was) dizzy and (had) blurred vision". It was further reported a reading of 530 mg/dl was received on an unknown meter. Customer self-presented to a local healthcare facility where a reading of 630 mg/dl was reportedly received on an unknown instrument. Customer was diagnosed with hyperglycemia and was treated with "insulin and serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture of the meter is unknown. The date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.